Event description:
A hosp reported to nellcor puritan bennett that an n395 monitor was in use on a pt and was connected to the hosp's nurse call system. The hosp reported that the pt had a cardiac event and died at 4:45 am and that the monitor posted dashes, but did not alarm. The hosp reported that the nurse call system did not send a page. The hospital reported that its clinical engineering department tested the monitor functionally and found it to be fully operational. Info indicates that the monitor was being used with a non-nellcor sensor and a non-nellcor sensor-to-monitor cable. Info also indicates that the cable was taped to the monitor where it connected to the monitor.

Manufacturer narrative:
The unit has been received for evaluation. A supplemental report will be submitted with additional info.